Event description:
The patient is pacemaker dependent. On (B)(6). 2023, the patient had this external pacemaker connected before closing the chest after heart surgery and it stopped pacing the heart resulting in cardiac arrest. The doctor immediately saved the patient and restored the heart rate. It was found that the reocor battery was drained, but it gave no lights or alarms. After replacing the battery it worked appropriately. The patient is in good condition.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.